Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was scrolling. Customer's blood glucose was 112 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.